Event description:
Additional information indicated that the left ventricular (lv) lead exhibited high pacing threshold. The lv lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported this left ventricular (lv) lead had moved and was not firing correctly. Boston scientific technical services (ts) discussed that lead could possibly pull back either due to patient's anatomy or physician's technique. Further, it was noted that the field representative increased lv output to 7v, however, the patient felt bad and so was changed to 4v. Attempts to obtain additional information was unsuccessful. This lv lead remains in service. No additional adverse patient effects were reported.